Event description:
Reporter indicated that high impedance and limit were obtained during lead test at office visit. No increase in seizures has occurred. Physician plans a revision surgery, no date set at this time.